Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# v192287, implanted: (B)(6) 2010, product type: lead. Product ID 3708360, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3550-39, lot# n185242, implanted: (B)(6) 2010, product type: accessory. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3986a, lot# n085459, implanted: (B)(6) 2009, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 3708360, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported that the patient experienced a sudden loss of stimulation and less than 50% therapy relief (at the lead location) from their implantable neurostimulator (ins). High impedances were found (>20 ,000 ohms) on the contact (which held the cathode they were using). The patient was reprogrammed around the affected contact with the result that they had the coverage again for their left leg and foot where it was desired. The patient status at the time of report was noted as "alive - no injury". Should additional information be received a supplemental report will be filed.